Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01650. It was reported during the trial lead pull on (B)(6) 2023 the patient reported feeling feverish and having pain on the left side where the needle entry was. After the leads were pulled the physician notes that there was some superficial swelling around the area, similar to a cellulitis infection. Patient was prescribed antibiotics.

Event description:
Additional information received indicates an infection was not confirmed and the issue has resolved.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.